Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the permanent cautery hook (pch) instrument no longer responded to the surgeon's command with the occurrence of uncontrolled rotational movements. The pch instrument moved differently from the movements requested by the surgeon. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred while the surgeon's head was inside the high-resolution stereo viewer of the surgeon's console and when the surgeon was attempting to manipulate instruments from the surgeon's console. The instrument had erratic movements. The customer removed the instrument. There was no interference or external collisions. The instrument was inspected before use. The surgeon was dissecting the left haptic pedicule when the issue occurred. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have grip input disk number six completely detached. Other backend components adjacent to the broken inputs do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.